Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The keel punch will not receive the keel punch impactor. The metal is bent.

Manufacturer narrative:
Functional evaluation of the submitted sig hp fbt cem kl pnch sz1.5-3 with a retained sigma hp fbt keel punch impact found the punch assembles/disassembles as intended, however the reported punch damage was confirmed. Although a surgical environment could not be created for testing purposes, the punch impactor mated and disassembled from the keel punch with no restrictions or difficulties. The root cause is attributed to product wear out due to normal intended use. Based on the root cause of product wear out, corrective action is not indicated. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.